Manufacturer narrative:
Supplemental submitted for additional information. Also, the report was corrected to a serious injury.

Event description:
Additional information received from the health care professional (hcp) reported that the cause of the high impedances was not determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v448203, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The representative reports an event involving emi (environmental interference). Setting off security alarm. It was unknown how often this occurred but the representative only knows it's occurred more than once. Security gates/theft detectors that could be related to issue. Patient had experienced the security alarms going off in department stores. Troubleshooting was needed for an impedance issue. Impedance measurements were taken. All pairs with number 3 were >4,000 ohms. Patient was having ins replaced today. Patient had been using c+1- and getting good therapy with this pair. Additional information reported that the patient had a replacement/revision. There was a lead issue. The caller was currently in or (operating room). Caller reports patient was having a lead revision done and the 3rd electrode at the clear plastic sheath where the electrodes meet, physician was able to pull back together and the wire were exposed. Agent electrode shows >(greater than) 4,000 ohms, unknown how many contact pairs. No symptoms were reported. The neurostimulator was for urinary dysfunction/sacral nerve stimulation. Additional information received reports the patient was scheduled for battery replacement. Her battery was at 1-16% capacity. Her impedance with electrode 3 and case, 0, 1, and 2 were all greater t han 4000. The impedance did not clear when new battery was placed. During replacement, in the or, the physician noted where the lead sheath and the electrodes meet, he could pull back exposing the lead slightly. The physician decided to proceed with battery replacement and lead was placed securely in neurostimulator device and area of concern on the lead was placed securely in the battery. Md (medical doctor) did not feel it was exposed. The lead was not removed or revised. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.